Manufacturer narrative:
Blank fields on this form indicated the information is unknown, unchanged, or unavailable. The UDI information per 21cfr 803.52(c)(4) and 21 cfr 803.50(b) that is required is reasonably unknown due to the device itself was discarded/not returned for investigation after manufacturer requested for the return. D4 - primary UDI number: unknown. D4 - expiration date: unknown. The event is currently under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Customer reports planned to extract 4 leads from patient. During extraction of first lead, the liberator (lr-ofa01) broke at the transition point between braided handle and active end. During extraction of 1st lead, the 13fr steadysheath (lr-tss-13.0) was utilized. The same instrument was then used to help extract the 2nd lead, but during lead removal the tip of the steadysheath (metal braided tip and attached plastic collar) fell off and remained in the patient. The tip was able to be removed from the patient by an interventional radiologist. During extraction of the third lead, there was an effusion while using the 13 fr evolution rl and 13fr steadysheath (different from previous mentioned) that necessitated the surgical team to intercede and gain access to the thoracic cavity.